Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-oct-2021. The most recent information was received on 27-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('chronic low back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), neck pain ("chronic neck pain"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), abdominal pain upper ("stomach pain") and burnout syndrome ("burnout") and was found to have weight decreased ("unexplained weight loss (22 kg in 12 months)"), lasting 12 months. Essure treatment was not changed. At the time of the report, the back pain, neck pain, myalgia, fatigue, sleep disorder, abdominal pain upper, burnout syndrome and weight decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, burnout syndrome, fatigue, myalgia, neck pain, sleep disorder and weight decreased with essure. The reporter commented: that she is currently on sick leave and in long term disease. She is in full medical examinations; cervical lumbar MRI ultrasound is planned and otorhinolaryngology is underway, colonoscopy in november, appointment with a competent gynaecologist also underway. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('chronic low back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), neck pain ("chronic neck pain"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), abdominal pain upper ("stomach pain") and burnout syndrome ("burnout") and was found to have weight decreased ("unexplained weight loss (22 kg in 12 months)"), lasting 12 months. Essure treatment was not changed. At the time of the report, the back pain, neck pain, myalgia, fatigue, sleep disorder, abdominal pain upper, burnout syndrome and weight decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, burnout syndrome, fatigue, myalgia, neck pain, sleep disorder and weight decreased with essure. The reporter commented: that she is currently on sick leave and in long term disease. She is in full medical examinations; cervical lumbar MRI ultrasound is planned and otorhinolaryngology is underway, colonoscopy in november, appointment with a competent gynaecologist also underway. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.